Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information. The patient reported that on the late morning of (B) (6) 2010, he obtained blood glucose readings of "164, 181, 158, 158, 185 and 143 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20%. The patient claimed he tests 3x/day and manages his diabetes with oral medication (2000 mg metformin daily). The patient claimed his blood glucose normally runs in the "100-138 mg/dl" range and felt the results he obtained may have also been inaccurately high. Despite the alleged issue, the patient stated that he took his usual metformin pills after obtaining the alleged inaccurate result and approximately 20 minutes later began to feel hot and sweaty. At the onset of symptoms, the patient confirmed he tested his blood glucose with the subject meter and obtained a result of either "89 or 98 mg/dl" and then treated self with glucose tablets. The patient stated that he felt better after the self-treatment. At the time of troubleshooting, the cca discovered that the patient was using test strips that were past their expiration date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.